Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-002 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that on (B)(6) 2018 the peg system could not be moved and there was increased secretion. The patient was admitted to a gastroenterology ward, a gastroscopy was performed, and a diagnosis of buried bumper syndrome and gastrocutaneous fistula was established. The peg was removed and a new one was placed. An antibiotic treatment was prescribed. Hospitalization from (B)(6) 2018 to (B)(6) 2019. At the time of this report, the patient has recovered.